Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the heartstring was prepared and used according to the normal procedure, the seal did not work well during delivery, seal did not expand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the heartstring was prepared and used according to the normal procedure, the seal did not work well during delivery, seal did not expand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise #(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020 and investigation was conducted on (B)(6) 2020. A visual inspection was conducted. There were signs of clinical use and evidence of blood found on both devices. The loading device and the delivery device were received with the seal and tension spring assembly visible in the loading device window. The anchor was observed to be displaced and not in its usual position. The seal and tension spring assembly was removed from the loading device and observed to be intact, with no visual defects observed. The white plunger were observed to be depressed on the delivery device with the blue slide lock dis-engaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" cannot be confirmed, however the analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the heartstring was prepared and used according to the normal procedure, the seal did not work well during delivery, seal did not expand. A replacement device was used to complete the procedure. The hospital did not report any patient effects.